Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was returned without any packaging or labeling. Information such as lot number, manufacture date, and expiration date are unknown. A visual examination confirmed the cannula sleeve was broken in half. Potential causes of the broken cannula sleeve were determined to be either excessive force applied during use to the area where the device broke or impact by a hard object at the area where the cannula sleeve broke. Sss instructions for use state: "damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use." "Do not use excessive force." "Careful handling of instruments is necessary to avoid damage or breakage." "Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." Trocars are 100% inspected before leaving sss. This is the first complaint of this nature that sss has received.

Event description:
It was reported that during a procedure, the "trocar snapped in half, leaving the distal part of the trocar in the patient." The physician went to another trocar port and used a grasper to pull out the broken piece. The procedure time was extended about an hour and additional anesthesia. No patient injury was reported by the user facility.